Manufacturer narrative:
(B)(4). The investigation was completed on 10/10/2014. The customer did not return product for investigation. Retain cartridges were tested and are functioning according to specification.

Event description:
On (B)(6) 2014, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.35 on a patient. There was no additional patient information available at the time of this report.date: (B)(6) 2014time instrument ctni sample1558 I-stat 0.35 a1721 roche less than 0.03 b1803 I-stat 0.00 cthere were no injuries reported with this event. The investigation is underway.

Event description:
N/a

Manufacturer narrative:
(B)(4).